Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose with a continuous glucose monitor reading of 330 mg/dl, and troubleshooting determined that the tubing had not been properly primed, resulting in insufficient insulin delivery through the infusion set and connector. Symptoms included hyperglycemia without associated symptoms such as dizziness or loss of consciousness. Outcomes included temporary impact on blood glucose outside target for approximately two hours, no use of backup therapy, no ketone testing, and no medical intervention. Investigation included guided troubleshooting and education, including disconnecting from the pump, performing a fill-tubing-only prime until drops were visible, replacing and properly priming the short tubing, and inserting a new infusion site. Investigation of this case revealed that the infusion set and connector were deployed incorrectly due to improper priming, which was resolved by re-priming and replacing the infusion components. It was concluded, based on previously established findings for similar reports, that user setup error was the most probable cause.